Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A speaker was provided to the customer site. A philips field service engineer (fse) was dispatched. However, the affected device could not be located since the device is moved between monitors. The fse checked all available devices and could not find a speaker error on any of the x3 devices. The issue is not confirmed. The customer will call back if the issue recurs.

Event description:
The customer reported a speaker failure. It is unknown if sound was still present. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Corrections address that the device was not located for testing.